Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead required a higher number of rotations to extend the helix than expected. The lead exhibited loss of capture (loc) and an echocardiogram revealed a small effusion due to perforation. The lead remains in service. No additional adverse patient effects were reported.